Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Internal /external inspections were performed and no problems were found. A continuity test between power entry module (pem) ground and door post revealed fluctuating resistance. The door frame ground wire connection was agitated and resistance stabilized at 0.008 ohms. The assignable cause for the rite ground bond failure was determined to be a poor connection at the door frame ground screw. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.